Event description:
The customer called for assistance in programming a replacement insulin pump. The customer stated that she was hospitalized yesterday due to high blood glucose levels in the range of 600 mg/dl. The customer stated that she had thrown away her insulin pump at some point prior to the hospitalization, and was not wearing it when she was admitted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.